Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient was admitted to the hospital due to a fall. The patient experienced pain radiating from the back down to the leg. The device was explanted and the patient was re-implanted with a new device. There are no reports of further complications.